Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No devices or photos were received as the devices remain implanted.; therefore the visual inspection could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, the head was determined to be a competitors product. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the head was determined to be a competitors product. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown stem, unk, unk, unknown liner, unk, unk, unknown neck, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06234, 0001822565-2017-06235, 0001822565-2017-06236.

Event description:
It was reported that eleven months post-implantation patient continued using a cane for mobility. Patient experienced significant weakness in abductors and nearly absent function of the femoral nerve with very weak quadriceps on the left. Patient has also begun experiencing a significant clicking and snapping from the front-side aspect of her left hip, likely caused by a prominent left greater trochanter. Attempts to obtain additional information have been made; however, no more is available.